Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain / abdominal pain"), genital haemorrhage ("abnormal bleeding"), fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal abscess ("abscess to the abdomen"), cerebrovascular accident ("stroke,") and diabetes mellitus ("type 1 diabetes") in a 41-year-old female patient who had essure (batch no. 12367144 , 689933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1, migraine and depression. Previously administered products included for birth control: nuvaring and mirena. Concurrent conditions included allergy, endometritis, uterine prolapse and smoker. Concomitant products included escitalopram oxalate (lexapro), fluoxetine hydrochloride (serafem), insulin, metformin, simvastatin (zocor) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced bladder disorder ("bladder disorder"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("urinary problem"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and back pain ("low back pain"). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced amnesia ("short term memory loss") and hypoaesthesia ("loss of feeling in the left finger"). On (B)(6) 2017, the patient experienced cystitis ("bladder infection"). In 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), diabetes mellitus (seriousness criterion medically significant) and incontinence ("incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (hysterectomy with bilateral salpingectomy) and surgery (insertion of a loop recorder, drain of abdominal abscess,). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, fallopian tube perforation, abdominal abscess, cerebrovascular accident, diabetes mellitus, depression, anxiety, incontinence, cystitis, female sexual dysfunction, migraine, headache, bladder disorder, urinary tract disorder, nausea, amnesia, hypoaesthesia, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, fatigue, alopecia and back pain had resolved. The reporter considered abdominal abscess, abdominal pain, alopecia, amnesia, anxiety, back pain, bladder disorder, cerebrovascular accident, cystitis, depression, diabetes mellitus, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, incontinence, migraine, nausea, pelvic pain and urinary tract disorder to be related to essure. The reporter commented: the left fallopian tube was visualized and the essure device was introduced into the cavity, however, due to difficulty in advancement, that particular device was removed and attention was then turned to the right fallopian tube which was visualized and the essure device was introduced without difficulty and deployed with 2-3 coils visible in the uterus. Next, attention was returned to the left fallopian tube which was similarly identified and the essure device was carefully introduced without difficulty and placed and deployed in the appropriate fashion with 1 -2 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion. Dysmenorrhea. Pelvic pain, there was a metal piece of metal protruding from the right fallopian tube approximately three-quarters of the centimeter from the cornua,dyspareunia, type 1 diabetes. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events: bladder infection, apareunia (inability to have sexual intercourse), abscess to the abdomen, depression, bladder or urinary problems or changes, migraines / headaches, nausea, stroke, short term memory loss, loss of feeling in the left fingers, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pain, perforation (fallopian tube(s)), fatigue, type 1 diabetes , hair loss were added. Historical drugs, historical diseases, concomitant disease , were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain / abdominal pain"), genital haemorrhage ("abnormal bleeding"), fallopian tube perforation ("perforation (fallopian tube(s))"), abdominal abscess ("abscess to the abdomen"), cerebrovascular accident ("stroke,") and type 1 diabetes mellitus ("type 1 diabetes") in a 41-year-old female patient who had essure (batch no. 12367144 , 689933) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1, migraine and depression. Previously administered products included for birth control: nuvaring and mirena. Concurrent conditions included allergy, endometritis, uterine prolapse and smoker. Concomitant products included escitalopram oxalate (lexapro), fluoxetine hydrochloride (serafem), insulin, metformin, simvastatin (zocor) and zolpidem tartrate (ambien). On (B)(6) 2010, the patient had essure inserted. In 2011, the patient experienced bladder disorder ("bladder disorder"), fatigue ("fatigue") and alopecia ("hair loss"). In 2012, the patient experienced female sexual dysfunction ("apareunia (inability to have sexual intercourse),"), migraine ("migraines"), headache ("headaches"), urinary tract disorder ("urinary problem"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse),"), pelvic pain ("pain") and back pain ("low back pain"). On (B)(6) 2017, 6 years 10 months after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On (B)(6) 2017, the patient experienced amnesia ("short term memory loss") and hypoaesthesia ("loss of feeling in the left finger"). On (B)(6) 2017, the patient experienced cystitis ("bladder infection"). In 2017, the patient experienced depression ("depression") and anxiety ("anxiety"). On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), abdominal abscess (seriousness criterion medically significant), cerebrovascular accident (seriousness criterion medically significant), type 1 diabetes mellitus (seriousness criterion medically significant) and incontinence ("incontinence"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy), surgery (ablation), surgery (hysterectomy with bilateral salpingectomy) and surgery (insertion of a loop recorder, drain of abdominal abscess,). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, fallopian tube perforation, abdominal abscess, cerebrovascular accident, type 1 diabetes mellitus, depression, anxiety, incontinence, cystitis, female sexual dysfunction, migraine, headache, bladder disorder, urinary tract disorder, nausea, amnesia, hypoaesthesia, dysmenorrhoea and dyspareunia outcome was unknown and the pelvic pain, fatigue, alopecia and back pain had resolved. The reporter considered abdominal abscess, abdominal pain, alopecia, amnesia, anxiety, back pain, bladder disorder, cerebrovascular accident, cystitis, depression, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, female sexual dysfunction, genital haemorrhage, headache, hypoaesthesia, incontinence, migraine, nausea, pelvic pain, type 1 diabetes mellitus and urinary tract disorder to be related to essure. The reporter commented: the left fallopian tube was visualized and the essure device was introduced into the cavity, however, due to difficulty in advancement, that particular device was removed and attention was then turned to the right fallopian tube which was visualized and the essure device was introduced without difficulty and deployed with 2-3 coils visible in the uterus. Next, attention was returned to the left fallopian tube which was similarly identified and the essure device was carefully introduced without difficulty and placed and deployed in the appropriate fashion with 1 -2 coils visible at the os. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: total bilateral occlusion dysmenorrhea. Pelvic pain, there was a metal piece of metal protruding from the right fallopian tube approximately three-quarters of the centimeter from the cornua,dyspareunia, type 1 diabetes lot number: 12367144 manufacture date: (B)(6) 2008. Expiration date: 2010/05. Lot number: 689933 manufacture date: (B)(6) 2009. Expiration date: 2012/11. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("pain/abdominal pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), depression ("depression"), anxiety ("anxiety") and incontinence ("incontinence"). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, genital haemorrhage, depression, anxiety and incontinence outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage and incontinence to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.